Manufacturer narrative:
Concomitant medical products: 2088tc lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low and erratic impedance, noise and over-sensing. It was suspected that there was damage to the insulation. The lead was reprogrammed, capped and replaced. No patient complications have been reported as a result of this event.